Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, it would not cut, fire or release easily. There was no consequence to pt. No other information was available.